Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was under delivering. Customer¿s blood glucose was 277 mg/dl at the time of incident. The current blood glucose level was 333 mg/dl. Customer treated for high blood glucose with insulin pump. Troubleshooting was performed and customer was alleged that insulin pump because battery out alarm (B)(6). Customer also stated that insulin pump had a battery out limit. The product will not return for the analysis.